Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A layperson/patient spoke with a customer care associate (cca) after receiving the ultra test strip vial notification. She had asked the cca if specific lots were affected and if the hole was large and easy to locate before she opened a new box of strips. She never saw damage on previously used vials. Months earlier, her results had been very high and when testing later, "they were low." She attributed it at the time to forgetting to eat and forgetting to place the meter result into the pump. After describing an event several months earlier during which she was unsure whether she programmed a result of "around 500" into the pump at night and, at 2:00 a.m, became hypoglycemic with a result of 36 mg/dl, the cca asked if it was due to the product. She was unsure. "I was on a roller-coaster," having left her physician after moving to a new city. This medical affairs specialist spoke with the patient on both 5/24 and 5/25/07 to confirm and gather more information. The patient is type 2, diagnosed 15 years ago. Originally her regimen was oral meds, then insulin injections, and in "2003" she was placed on an insulin pump. "Several months ago, may be in 2006" she reportedly experienced several hypoglycemic episodes. "[Admittedly], I have not been paying attention to myself." She forgets if she has eaten or tested; forgets the results, or doesn't know if the pump has beeped due to caring for her father and a grandchild and entertaining. Her highs and lows occur mainly "when eating" and on weekend when she has company. She experiences no symptoms when hyperglycemic, only when hypoglycemic. The events she alluded to concerned a result at night, "may have been 400", which she reportedly entered into her pump. The pump is designed to release no more than 12 units of insulin depending upon the entered glucose result. At 2:00 am she awoke, feeling dizzy, sweating, with a "racing heart." After she obtained 36 mg/dl, her husband gave her a "dr. Pepper" and food. Feeling better, she went back to sleep without re-testing. The patient did not allege harm or injury due to the product. "I simply wanted to know what the hole looked like and if it would be noticeable." Although the patient reportedly did not use strips from a punctured vial and although we do not know if the pump was functioning appropriately or if the patient inserted the correct result into the pump, the complaint is classified as an adverse event. The patient allegedly based her insulin pump dose on the elevated meter result and awoke with hypoglycemia that was alleviated with self-treatment. All products were replaced.